Manufacturer narrative:
It is unknown when the tissue irritation began. Complainant part is not expected to be returned for manufacturer review/investigation. Device history record: manufacturing location: (B)(4). Raw material for (B)(4) inspection certificate meet specification. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal surgery was performed on (B)(6) 2017 to remove a one-third tubular plate with collar 4 holes/49mm, a locking compression plate one-third tubular plate with collar 7 holes/81mm, eight (4.0mm) cancellous screws, and three (3.5mm) cortex screws. The initial surgery date is unknown but it was for a fibula fracture. The hardware removal was due to soft tissue irritation. There were no malfunctions with the hardware removed, no surgical delays and the surgery was completed successfully with patient outcome noted as stable. X-rays were taken but unavailable to be sent. No additional implants or medical interventions were performed on patient post hardware removal. This complaint involves 13 parts. This report is 1 of 4 for (B)(4).